Manufacturer narrative:
(B)(4): the customer reported that the device was failing the paddles/paddles tray shock test during the shift test. This is indicative of a condition that could impact the delivery of therapy. There was no pt involvement. The philips customer repair center (crc) evaluated the device and confirmed the failure. The crc resolved the issue by replacing the power pca.

Event description:
The customer reported that the device was failing the paddles/paddles tray shock test during the shift test. There was no pt involvement.